Event description:
Boston scientific received information that this device had a right ventricular (rv) pacing impedance measurement which had gradually increased from 1000 ohms to greater than 2000 ohms. It was also noted the pacing threshold had increased. No adverse patient effects were reported.

Manufacturer narrative:
A follow-up appointment was scheduled. This report will be updated once additional information becomes available.

Manufacturer narrative:
A revision procedure was performed. During the revision, the related lead impedance was measured with a pacing system analyzer (psa). The impedance was 2650 ohms. The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.